Event description:
On (B) (6) 2010, abbott point of care was contacted by a customer who reported the I-stat pt/inr cartridge yielded a, finger stick, inr result of 4.2. Different sample tested using a lab instrument yielded an inr result of 2.52.